Event description:
It was reported that following a subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, the physician observed elevated, but still in-range system impedance (between 90 to 115 ohms) when compared to the previous device. The patient indicated that she had gained weight due to pregnancy. A fluoroscopy was performed, which confirmed the presence of fat between the lead and the sternum. 65 joule commanded shock testing was performed, which revealed an elevated, but still in-range shock impedance measurement of 107 ohms. The physician elected against surgical intervention to change the electrode position and is continuing with monitoring. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report is being sent to provide new information in section h6 (evaluation conclusion codes).

Event description:
It was reported that following a subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, the physician observed elevated, but still in-range system impedance (between 90 to 115 ohms) when compared to the previous device. The patient indicated that she had gained weight due to pregnancy. A fluoroscopy was performed, which confirmed the presence of fat between the lead and the sternum. 65 joule commanded shock testing was performed, which revealed an elevated, but still in-range shock impedance measurement of 107 ohms. The physician elected against surgical intervention to change the electrode position and is continuing with monitoring. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.